Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting down. Additionally a system check was performed, and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 409 mg/dl. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 01/04/2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.